Manufacturer narrative:
(B)(6) h3: one device was returned for analysis. Visual inspection showed a damaged dso seal and battery compartment, and scratched lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the damaged battery compartment. As a result, the dso seal, battery compartment, and lens were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a broken battery compartment. No adverse patient effects were reported by the customer. Analysis found damaged dso seal.